Manufacturer narrative:
A picture was received from the customer showing yellow methotrexate in both the primary and secondary bags, confirming a check valve failure. Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
Customer reported the secondary infusion of methotrexate 5985mg in d5w infusing at 125ml/hr back flowed into the primary IV bag. The nurse noticed the yellow chemotherapy in both the primary and secondary bags. There was no harm noted, and the nurse was able to adjust the infusion rates to complete the 4 hour infusion on time. Although requested, no additional pt or event details were provided by the customer.